Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area, but despite following guidance, the cartridge still did not fit properly. As a result, the pump is being replaced due to the cartridge fit issue.